Event description:
Call from pt stating he was admitted to the hospital on (B)(6) 2012 with a fever of 101.1 and discharged on (B)(6) 2012. He states it was originally thought that the port-a-cath was infected, but that was not the case. The port-a-cath was removed on (B)(6) 2012. Pt states the final diagnosis was bronchitis and pt was treated with antibiotics - levaquin 500mg daily for 5 days, which was started on (B)(6) 2012 and will end on (B)(6) 2012.